Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. Visual inspection noted no metal piece on the returned lead.

Event description:
It was reported that during implant attempt, there was a metal piece stuck to the lead tip when the lead was opened. The lead was not implanted. No patient complications have been reported as a result of this event.